Event description:
A us distributor reported that a monitor displaying service code(s)/wrench code(s).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) was isolated to a defective component in the u1003 on the computer/analog board. The monitor was not powering down when the main battery was removed and was using the backup battery to stay powered up until it was drained. The main battery in place was working correctly indicating the pld was defective and not shutting down. After incoming evaluation, there was also contamination found on u607 and the jtag board. The root cause for the defective component u1003 could not be positively identified. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.